Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported inflation issue and leak were confirmed on the return and was likely caused by an interaction with other devices/tools during advancement. Based on the visual/functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for inflation issue/leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the voyager nc 3.0 x 12 mm balloon was intended to be used for a lesion in the mid left anterior descending artery (lad) with mild tortuosity and mild calcification. During inflation, it was noted that the device could not be inflated successfully. The device was withdrawn and after withdrawal, the device was noted to be leaking in the proximal end of the shaft. The procedure was finished successfully by using another voyager balloon. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.